Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were oversensing the patient's intrinsic p wave. The patient had reported dizziness in the past few days. Arm motions were able to reproduce the oversensing. The patient had complete heart block and was pacemaker dependent. The device was temporarily programmed to electrocautery mode because an asynchronous mode was not available. The sensing floor was adjusted to 1.5 mv which improved the issue, however the physician did not feel comfortable leaving the device programmed to that sensitivity. A boston scientific technical services consultant discussed the possibility that the oversensing may be the result of the proximal part of distal coil sitting up near tricuspid valve and picking up atrial activity. However, there had been no known recent trauma which might have caused lead to move. Pacing threshold and impedance measurements had not changed. The physician elected to increase the lower rate limit (lrl) to 75 ppm since the oversensing was occurring after the atrial sensed events and the patient's sinus node was not very active. The av delay was also programmed to 90 ms and the rv blanking period after atrial pacing was changed to 85 ms. The rv sensing floor was permanently raised to 1.5 mv and the physician planned on performing non-invasive programmed stimulation (nips) in the near future. Bi-v trigger was also programmed on.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.